Event description:
IV pump was alarming, nurse went to troubleshoot pump. Removed tubing from channel chamber and saw tubing had malfunctioned. The portion of tubing enclosed in IV channel has large inflated area causing it to alarm which then was discovered by nurse when troubleshooting alarming IV pump.